Event description:
It was reported that patient had returned of symptoms and she was not able to feel stim on (B)(6) 2015. It was indicated that all of a sudden realized on (B)(6) 2015 that her symptoms returned. The patient stated that they may have been returning gradually, but she noticed all of a sudden. The patient was able to use the programmer and verify stimulation was on by noting the lightning bolt in the upper left hand corner of the programmer screen. The patient was currently on the 3rd program at 1.05 and increased stimulation to 1.30 which was comfortable sitting but not standing. The patient decreased stimulation to 0.95 and will leave at current setting and would continue to track her symptoms. The patient stated she was having problem with the device in her body and she has not called the health care provider. The patient stated would follow up with their health care provider. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional in formation becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0n7ln, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).